Event description:
Pt 3hrs 40 mins into routine hemodialysis tretment and complained of back pain. Vss safety checks done, no visible kinks in line noted. After treatment pt returned to unit with complaints of back pain and hematuria. Md notified and pt sent to the ER for evaluation. Arterial line was on #2 reuse. Dialyzer on 19th reuse. Catheter on right side in place since 7/27/96. No residual sterilant or bleach pre-treatment. No other pts involved. Machine pulled, all safety checks and calibrations were functioning properly. The venous pressure did fluctuate between 240-120 during course of treatment. (Pt still hospitalized as of 11/8).